Event description:
It was reported that the customer's device would not power on when their external usb data cable is connected to the device. The device would reportedly power on without the usb data cable connected. This was discovered during a service and there was no patient use associated.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to the external usb data cable which was plugged into the device at the time of the reported failure. The usb data cable was likely shorted which would cause the device to lose power; however, the usb data cable was not returned to physio-control for further evaluation.after the removal of the cable, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.